Event description:
It was reported the pt was not receiving consistent stimulation, and had to use maximum amplitude when sitting and standing. In addition, the pt reported the stimulation was felt in correct areas while lying down, but he was not receiving pain relief. The pt was taking pain medication to manage the issue. The pt requested for the scs system to be removed. The physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.